Event description:
Pico pump was applied on the (B)(6) 2017 working perfectly. On the day after (B)(6) the patient reported the machine stopped working. It was necessary to open a new kit and used the pump to continue the treatment.